Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred. T was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. No relevant product or data related to the issue was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.